Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported blades are getting stuck in three (3) contra angle screwdrivers. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The three contra angle screwdrivers (part# 24-1189, lot# 820420 (qty 1) & 555870 (qty 2)) were visually evaluated. All three products showed signs of use with some discoloration on the handle and the rotating knob, likely from repeated autoclave cycles. None of the three drivers were returned with a blade stuck in the driver. The drivers were functionally tested by inserting a blade (part# sp-2379) into the collet, then using the driver to insert a screw (part# 76-2410) into a block of white oak wood. It was noted that the blade was tough to fully insert into the driver collets. The blade got stuck in each of the three drivers after making an attempt to insert the screw into the wood block. Device history records (dhrs) were reviewed and no discrepancies were found. Investigation results concluded that the reported event the blades being stuck in the driver was due to the connection issues due to the supplier using blades, and not the min/max gage, to design the collet resulting in the collet failing the max gage inspection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00841-1.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00841.

Event description:
This follow-up report is being submitted to relay additional information.